Event description:
Caller reported that insulin gauge displayed an amount different from expected, specifically a fill estimate issue was experienced. Blood glucose levels remained unaffected with no adverse impact to the customer¿s health. Technical support assisted in reloading the same cartridge, and the caller decided to monitor the situation and follow up if necessary.